Manufacturer narrative:
The reported complaint of unable to untighten the v-setscrew to remove the lead was confirmed. Analysis found the wrenches could not engage the setscrew to untighten it due to a combination of septum punch-outs and calcified blood in the v-setscrew inset. The blood combined with the septum punch-outs caused the wrench to slip in the inset and prevented the wrench from inserting far enough into the inset to engage enough of the inset to untighten the setscrew. The result was the wrench stripping the parts of the setscrew inset it came in contact with. The septum punch-outs came from multiple wrench insertions through the septum by the user of the wrench during the implant procedure. The punch-outs left holes in the septum allowing the blood to enter also into the setscrew inset.

Manufacturer narrative:
Voluntary medwatch report # (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-15243. It was reported that during routine generator change out procedure physician could not loosen the setscrew for the ventricular lead, the setscrew appeared like it was frozen tight. Torque wrench was used and could also not loosen screw, upon closer visualization it was noted that setscrew head was stripped. Physician applied silicone oil to loosen the screw and used a bonecutter tool to push the terminal pin out from setscrew casing and tugging on the proximal end of the lead to pull the lead out of the setscrew casing. Eventually the terminal pin of the lead broke away from the proximal end of the lead while the terminal pin remained in the setscrew casing. Lead was explanted and replaced with a new lead. Patient experienced no consequences.